Event description:
On 12/5/97, the facility received reactive results for hepatitis b surface antigen when the pt sample was tested by co's assay. This same sample was non-reactive when tested by co's monoclonal assay. The pt has been reactive for hepatitis b surface antigen for the past two years by that method. For the past five to six months the pt has been becoming non-reactive by the method. For the last two to three months the pt has been non reactive by the method. The pt has remained reactive and confirmed reactive by the hepatitis b surface antigen assay.

Manufacturer narrative:
This complaint is linked to call #. The investigation revealed that the pt sample is an hbsag variant with an amino acid substitution that is not detected by auszyme monoclonal. An aliquot of the pt sample drawn on 1-13-97 was pcr positive for hbv. Sequencing of this sample releaved an amino acid insertion when compared to native hbsag which indicates the sample is an hbsag variant. Literature suggests hbv variants are not frequent. The exclusion of blood units with high-titered anti-hbc is expected to be effective for preventing their transmission in transfusions. The auszyme monoclonal package insert indicates that "although the association of infectivity and the presence of bhsag is strong, it is recognized taht presently available methods for hbsag detection are not sensitive enough to detect all potentially infectious units of blood or possible cases of hepatitis." This is the final report.